Event description:
The customer reported that the 9900 system had a stator not on error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power relay motor was replaced during the service call. The system was tested and found to be working as intended and put back into service.